Manufacturer narrative:
One device was returned for evaluation in used condition without its original packaging. Visual inspection of the device found a hole between the solvent bond of the tubings. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 32 devices was visually inspected 4 devices underwent leak and pull testing and did not detect any discrepancies. A sample of 5 devices were bonded with excess solvent to reproduce the failure mode and replicated the reported issue. Based on the evidence, the root cause was attributed to a manufacturing issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the invesitgation site.

Event description:
It was reported that the tubing of a cadd® administration set was leaking where tubing connects to the distal end of the cassette. No injury was reported. See MFR: 3012307300-2017-01064.